Event description:
It was reported to philips that the ventilator¿s touchscreen does not work. This event was reported to have occurred during patient use. There was no patient harm noted. The customer spoke with a philips remote service engineer. A field service engineer was requested to repair the device. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The ventilator meets the specification for the performed service and is returned to use. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated